Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the foam collar detached during the procedure falling into the pt cavity. An x-ray was taken, however the collar could not be seen on the x-ray. No pt injury reported.